Event description:
A female with history of renal insufficiency and hypertension underwent a coronary intervention in 2008. The pt was transferred from another health facility and arrived on an IV heparin drip. Of note, the pt was positive for heparin induced thrombocytopenia, and her platelet count was 105,000. Access was obtained, and a 6f sheath inserted, in the common femoral artery at the level of the lower part of the femoral head with no exchanges during the procedure. The initial cath lasting approx 35 minutes was performed without complication. Post procedure bp was 157/54. The mynx device was used and some bleeding was noted at the access site post mynx deployment with a developing hematoma. The hematoma extended down towards the thigh and the pt experienced a drop in hct and hg. The pt was taken to the operating room in which there was an evacuation of hematoma, suture to the cfa and a 3 unit blood transfusion. The pt reportedly tolerated the surgical procedure well and without complication.

Manufacturer narrative:
The device was not returned to aci for eval and the device's lot number was not provided for lot history review. Based on the info provided and the investigation performed, the root cause of the hematoma could not be determined. In considering potential causes, per the mynx IFU, the safety and effectiveness of the mynx have not been established in pts with bleeding disorders such as thrombocytopenia (platelet count <100,000/mm to the 3rd power), hemophilia, von willebrand's disease or anemia (hgb <10g/dl, hct < 30%).